Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor of the catheter was inconclusive due to the sample condition. A single photograph of an implanted d/l powerpicc catheter was returned for evaluation. Extension set tubing was attached to the luer adaptor of the catheter. No leaks were seen emanating from the connection between the catheter and the extension set tubing and no damage was noted on the connector in the returned photograph. The observable features on the submitted photograph did not contain enough information to confirm the leak or identify a specific root cause of the reported event. If a physical sample is returned at a later date, this evaluation will be updated with the relevant information. Possible contributing factors for a leak at the connection could include a deformed or damaged luer adaptor, a crack in the luer adaptor, or an incompatible auxiliary device.

Event description:
It was reported that this patient had the catheter placed in the ICU of neurology department in the afternoon of october 31. When flushing the catheter on the next day, the operator found liquid leaking from the port on one side. Liquid leakage occurred again when using three new needle-free connectors from two other brands. No liquid leaked when using a heparin cap. Currently, the catheter was in the body of this patient and used with a heparin cap. On october 31, 3 kits were used and only this kit had the problem.

Event description:
It was reported that this patient had the catheter placed in the ICU of neurology department in the afternoon of october 31. When flushing the catheter on the next day, the operator found liquid leaking from the port on one side. Liquid leakage occurred again when using three new needle-free connectors from two other brands. No liquid leaked when using a heparin cap. Currently, the catheter was in the body of this patient and used with a heparin cap. On october 31, 3 kits were used and only this kit had the problem.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1285 showed five other similar product complaint(s) from this lot number.